Manufacturer narrative:
Per tandem¿s t:slim user guide, ¿the maximum cartridge fill amount is 300 units. Do not overfill or ¿top off¿ when filling the cartridge as the additional amount cannot be delivered.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned

Event description:
It was reported that after filling the cartridge with a little over 300 units, the customer noticed "popping" sounds from the cartridge and noted an abundance of air bubbles while fill tubing. Reportedly, the customer could not see a specific leak from the cartridge until removing it from the pump. Customer's blood glucose level was not impacted. The customer loaded a new cartridge.